Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's lead has high impedances on all contacts. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information reported patient underwent surgical intervention on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue.